Manufacturer narrative:
On 11/18/2016 intuitive surgical, inc. (Isi) received additional information from the site's robotics coordinator regarding the reported event. According to the robotics coordinator, the blade retrieved from the patient was analyzed by the hospital's pathology department and their analysis found that the blade specimen was organic in nature. The specimen was charred tissue and was shaped like a blade causing the surgical staff to assume that was why the vessel sealer instrument had stopped working during the surgical procedure. The robotics coordinator indicated that the vessel sealer instrument is not going to be returned to isi for failure analysis investigations. Based on the additional information obtained from the hospital, this MDR report is being retracted since it was reported that blade on the vessel sealer instrument did not fall into the patient.

Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. A review of the site's system logs for the reported procedure date found that a blade jam event occurred during the surgical procedure while the vessel sealer instrument was in use. The blade jam event could be related to the broken blade issue. There were no instances of incomplete cuts. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the blade on the vessel sealer instrument broke causing 3 pieces of material from the blade to fall into the patient. The broken blade pieces were retrieved from the patient. It is unknown what caused the instrument's blade to break.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, while the surgeon was using the vessel sealer instrument on the patient's cervical artery, an unspecified recoverable fault occurred. The site recovered from the fault; however, it was discovered that the blade on the vessel sealer instrument broke and 3 tiny pieces of the blade fell into the patient. The instrument was in use for some time during the surgical procedure; however, it is unknown if the vessel sealer instrument encountered a hard object or if the patient's vessel was diseased. The broken blade pieces were retrieved from the patient and the planned surgical procedure was completed. There was no report of any patient harm, adverse outcome or injury due to the blade breakage.